Manufacturer narrative:
Patient information - unk. H6 - device problem code: 1494 - off-label use, acd<3.0mm, over 45 yrs of age at date of implant. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -4.0/2.5/161 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a shorter length different diopter (sphere/cylinder/axis) lens due to refractive surprise(assessed on (B)(6) 2023) and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic deformed/stretched out. Dimensional and functional inspection found the lens to be within specifications. (B)(4).